Event description:
The customer reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, and the customer was guided through the process. After the reset, the cgm error code did not reappear, and the customer successfully started their sensor session.